Event description:
It was reported that the patient was admitted to the hospital for an increase in seizures. The patient's vns was interrogated and it was revealed that it was turned off. The physicians and the company representatives indicated that they did not disable the vns. It was reported that the patient's autostim output current was programmed to the same as the magnet output current. Tablet data was received by the manufacturer and reviewed. Review of the data received revealed that the generator was disabled due to a burst watchdog timeout. Due to unintended behavior in the model 106 aspire sr generator software, the generator can stop delivering stimulation unexpectedly. This event can only occur when a rare combination of circumstances are present, one of which is when the autostim output current is programmed greater or equal to the magnet output current. This was the case twice for the patient's generator. The patient's vns was then programmed to where the magnet output current was higher than the autostim output current. No additional relevant information has been received to date.